Manufacturer narrative:
Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). Evaluation conclusions are reflected.

Event description:
It was reported asymmetric inflation at the prior test before use.